Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g3, h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported "deflation and fell something weird". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation and fell something weird". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22apr2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, "deflation. And fell something weird". This record is for the left side. Device remains implanted.